Manufacturer narrative:
Isi received the sureform stapler involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported issue. Failure analysis found the primary finding of unclamping failure to be related to the customer reported complaint. The instrument was found to have an unclamp failure based on the log review. However, the unclamping failure was not replicated during in-house testing. The root cause was not determinable/applicable. An additional observation not reported by the site was also confirmed. The instrument was found to have lodged staples in the channel ramp. The lodged staples caused the instrument to fail during initialization. The root cause of this failure is attributed to a component failure. The lodged staples were removed from the channel ramp. An in-house reload was installed onto the instrument. The instrument was installed on the in-house system and passed initialization. The instrument clamped and fired successfully using a blue 45 reload. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or video clip for the reported event was submitted for review. An instrument log review was performed and the following was confirmed. The sureform 45 stapler, lot number l90210301 0025, was last used on (B)(6) 2022 on system (B)(4) and had 7 uses remaining. A review of the site's system logs for the reported procedure date was also performed. Investigation revealed the following possible related system errors: 22030, the system detects a stapler failure in its operation. This complaint is considered a reportable event due to the following conclusion: the instrument was clamped on tissue during the procedure, and the stapler release kit (srk) had to be used to open the instrument jaws and remove the tissue. In addition, failure analysis identified an unclamp failure in the instrument logs. The reported failure could not be replicated during analysis. Although there was no patient injury reported as a result of this reported event, if the issue were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during procedure a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform stapler instrument jaws would not open after firing. The procedure was completed with no reported injury. Follow up information was obtained from the customer stating the stapler release kit (srk) was used to release the instrument and another stapler was used to complete the case. There was no patient harm or impact.